Manufacturer narrative:
Gas spring trip.

Event description:
It was reported by service report that the fowler would not raise. It is unk if there was pt involvement; however, no adverse consequences were reported.